Manufacturer narrative:
Event date was reported as on an unreported date by the end of 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause of the event was not reported. The patient was hospitalized for treatment for approximately half a month and was discharged to home. Patient outcome at time of discharge was not reported. After discharge and after one day of being at home, peritoneal infection was ongoing. The patient was treated with an unspecified intraperitoneal drug (dose, frequency and duration were not reported). At the time of this report, the patient has recovered from the event. Pd therapy was continued during the treatment. No additional information could be provided as the reporter declined follow-up.